Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer had been using the same cartridge and infusion set for over 3 days on the mobi pump. Tandem customer technical support informed customer that the cartridge and infusion is indicated for use with the mobi pump for 3 days. The customer changed the infusion set and cartridge and resumed insulin. A system check was then performed by tandem technical support and no issues were identified. Customer changed the necessary pump supplies to address the issue. There was no adverse impact to customer¿s blood glucose level.